Manufacturer narrative:
No medical records have been made available to the manufacturer. Medical images and photos have been made available to the manufacturer and been reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during recanalization of an obstructed svc, the pta balloon catheter was inflated and allegedly ruptured at 18 atm. The balloon detached from the catheter shaft but remained on the guidewire. It was further reported that through right femoral venous access, multiple attempts to snare the detached balloon were made, but were unsuccessful. Reportedly, the detached balloon was positioned in the right common iliac vein and a transabdominal puncture was performed and the balloon was deflated; however, the balloon was not retrieved. There was no reported patient issue post procedure.

Manufacturer narrative:
The previously reported date of (B)(6) 2018 was inaccurately reported on the initial emdr. The g4 date on the initial should have been reported as (B)(6) 2018. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation; however two images and six electronic photos were provided for review. Based on the image review, it is likely that the proximal end of the balloon collapsed proximally within itself, indicating a proximal balloon detachment. However, the image review could not confirm contrast extravasation from the inflated pta balloon, therefore the investigation is inconclusive for the reported balloon rupture. The photos show a complete detachment of the balloon and distal portion of the inner guidewire lumen. Therefore, the investigation is confirmed for both balloon and catheter detachment. Additionally, the inner lumen was noted to be stretched distally based on the location of the proximal glue bullet. Therefore, the investigation is confirmed for retraction issues. It is possible that a rupture could have contributed to resistance retracting the device. Resistance during removal of the balloon likely resulted in the identified detachments, as signs of applied excessive force were identified based on the photos reviewed. However, the definitive root cause for the reported rupture or detachments could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during recanalization of an obstructed svc, the pta balloon catheter was inflated and allegedly ruptured at 18 atm. The balloon detached from the catheter shaft but remained on the guidewire. It was further reported that through right femoral venous access, multiple attempts to snare the detached balloon were made, but were unsuccessful. Reportedly, the detached balloon was positioned in the right common iliac vein and a transabdominal puncture was performed and the balloon was deflated; however, the balloon was not retrieved. There was no reported patient issue post procedure.